Event description:
Event found at preparation for use for a single-port cholecystectomy procedure the device was swapped with a working device for the procedure. The procedure was completed with no patient injury/harm.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). Device evaluation revealed the bending section is twisted causing tilted image, in addition the bending mesh has severe frayed wires. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The reported event may have occurred by breakage of ccd-cable/internal circuit of video-connector due to stress and impact. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device image disappeared. According to the reporter, the picture goes in and out. There was no patient involvement on this report.